Event description:
A malfunction alarm, identified as malf 24, was reported. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections for insulin delivery and was sent a replacement pump with updated software by technical support. The customer was advised on returning the malfunctioning pump and understood the necessary steps for using the replacement.